Event description:
Report received of an independent rate change. The device was returned to the biomedical engineering dept with a note that stated the pump had been programmed in the dose calculation mode, and when the nurse returned to the pt's room a few minutes later, the rate had reportedly changed. The customer contact stated that therapy was resumed using a replacement device. No specific pt info, pump programming, or event details were available. There were no reported adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.